Event description:
This IV infusion pump has a battery with a short and unpredictable charge resulting in unpredictable failures when unplugged. Rptr has had several critical incidents when transporting pts from the or to the ICU. The pumps would fail 3 to 5 minutes after being unplugged from ac power due to battery failure. Pts on epinephrine or other critical drug infusions experienced undesirable falls in bp; each situation was salvaged by quick response of the anesthesiologist. If this happens during transport (as these pumps are approved) then disasters could easily occur. The pumps in question were well charged prior to each incident. This has occurred with numerous pts and anesthesiologists. (Rptr estimated 10 to 15 incidents in a 9 to 12 mos period.) Rptr feels that this device should be restricted "not to be used for transport of pts where failure could result in risk to the pt." This is a serious adverse events report.